Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues have resolved, and is currently using the device. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly experiencing infections behind the ear since implantation. The recipient was treated with augmentin for 7 days. After the antibiotics recipient was reportedly experiencing some pain at implant site but there was no redness or sign of infection.